Manufacturer narrative:
Technician found that the siderail was not locking in up position. Cause: some pt medication had fallen between siderail latch and was not allowing siderail to lock. Cleaned siderail latch and then lubricated to resolve this issue. Bed was found in repair shop.

Event description:
Complaint alleged that the right intermediate siderail was not able to latch in the up position. No injury reported.